Event description:
A customer reported experiencing a cartridge alarm 20 while pumping. Their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. Tandem technical support resolved the issue by sending a replacement pump with updated software and provided instructions for storing and returning the problematic pump. The customer was informed about the availability of training on their tandem source account and agreed to use multiple daily injections (mdi) as a backup therapy.